Manufacturer narrative:
Correction to g2, "health professional" was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on third-party testing and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: aug 24, 2023. Sampling from: unknown. Cfu: 3cfu(2cfu/100ml). Bacterial identification: staphylococcus coagulase negative. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow-up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing the evis exera iii colonovideoscope tested positive for unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The customer provided the cleaning, disinfection and sterilization process and reported no deviations in reprocessing. Pre-cleaning was performed immediately after patient procedure and water was aspirated through the instrument/suction channel with a suction pump. Aspiration was done with both the first and section position suction value. During manual cleaning, the device was presoaked and passed leak testing. There was no defects in the automated endoscope reprocessor (aer)/endoscope washer disinfector (ewd). The detergent used was olympus and the disinfectant used was anios clean cel d. All channels were connected with tubes when the endoscope was setting up into the aer/ewd. The expiration date and concentration of the disinfectant was controlled. The device was dried via blown filtered compressed air and stored in a drying cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and device evaluation: the device evaluation is as follows: the insulation at the plastic distal end cover was less than the threshold value, the light guide rod lens was cracked, the charged coupled device cover lens was chipped, the bending section cover glue was separated, the connecting tube had a wrinkle, the insertion tube insulation was near the threshold value, and the angulation was out of specification.

Event description:
All channels of the scope were sampled and the scope tested positive for 39 colony forming units (cfus) of aerobic microorganisms (staphylococcus xylosus, bacillus sp and kocuria varians) on (B)(6) 2023. The scope was re-tested on (B)(6) 2023 and was positive for the presence of pseudomonas spp (staphylococcus epidermidis and pseudomonas fluorescens).